Event description:
The patient reported the pacemaker is not making the heart work as it should be and believes that he has developed another heart that is compensating for the pacemaker. The patient has discussed this issue with his physician. The device is in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.